Event description:
It was reported by service report that the fowler cylinder was stuck and will not go down and was leaking onto the floor. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.